Event description:
It was reported that a cartridge change error occurred with multiple cartridges during the load sequence. Additionally, the pump battery could not be charged. Customer¿s blood glucose level was 223mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, a cartridge alarm occurred. Customer¿s blood glucose level was 223mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.